Event description:
The customer states that when device is turned on there is an error on the display. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.